Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pomatto, s., pini, r., faggioli, g., poliseno, c., shyti, b., gargiulo, m.; annals of vascular surgery; 2025; 110pa: 197¿204; a dedicated algorithm for endovascular approach as a first-line treatment option for visceral artery aneurysms; doi.org/10.1016/j.avsg.2024.07.115 literature reviewed regarding: a dedicated algorithm for endovascular approach as a first-line treatment option for visceral artery aneurysms (vva). Study time frame: 2016 to 2023. Multiple manufacturers' devices were used. Medtronic devices used: four of the 31 aneurysms treated in the study were treated with concerto coils. No intraoperative deaths were reported. Three deaths occurred during the follow-up period, unrelated to the vascular intervention. Adverse events included: one patient experienced an asymptomatic pulmonary embolism, detected as an accessory finding. Three complications during follow-up: persistent aneurysm perfusion, type 1 endoleak, and asymptomatic stent-graft thrombosis. Technical success rate was 90.3% (28 cases). No further information was provided pertaining to medtronic products.